Event description:
After a software update (10.1) to my apple watch, the ECG (electrocardiogram) icon does not appear on my watch face--there is an empty spot where it was. If I push the spot, the ECG (electrocardiogram) function activates, but the icon is not there. In the attached photo, I have circled (bottom center) where the app is located, but the icon does not show.